Event description:
It was reported that a malfunction occurred with the code malf 0. There was no reported impact to the customer¿s blood glucose level. The customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.